Event description:
As the issue is known and corrective actions have been implemented, device history records review was not required. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. Reported device was not sent back to brézins for investigation but was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair actions were to replace the pressure sensor which was sent to brézins for further investigation. Upon visual inspection pressure sensors were cross-tested. No issue or error was found regarding their functionality. However similar complaints have been reported for the same issue which was due to a random issue. The triggering of technical error 41 is a known issue addressed with an internal CAPA, closed in (B)(6) 2021. The main root-cause was a defect of the pressure sensor on supplier conductive seals. Corrective action have been implemented since (B)(6) 2020 and serial number of the reported device indicates that it was manufactured prior to this date. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is abnormal. For this issue as per our local procedure, we initiated an action.

Event description:
Error 41 (upstream pressure sensor).